Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Event description:
Correction: following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected.